Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it was confirmed that the elective replacement indicator (eri) message was triggered. The patient is not receiving therapy and will likely require surgical intervention.